Manufacturer narrative:
D10 concomitant products: 87450, 87450 shiley oral nasal intermediate 5.0, (lot#: unknown) 87450, 87450 shiley oral nasal intermediate 5.0, (lot#: unknown) 87450, 87450 shiley oral nasal intermediate 5.0, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the marking intubation tube was not clearly printed and was almost illegible. There was no patient involved.

Event description:
It was reported that the marking intubation tube was not clearly printed and was almost illegible. It was also mentioned that there was a printing defect on the packaging. Wherein the serial number is not printed on it. There was no patient involved.

Manufacturer narrative:
Correction: b5, h6, to add: rfr: packaging defective medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the printing on the tube was legible and complete according to drawing. However, it was observed the pouch printing was missing presented no part number, no lot, no dates, no qr code, and no dimensions are printed. It was reported that the marking intubation tube was not clearly printed and was almost illegible. It was also mentioned that there was a printing defect on the packaging wherein the serial number was not printed on it. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.